Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14578. It was reported that patient experienced ineffective therapy due to high impedances. Reprogramming was unsuccessful. As a result, the patient underwent surgical intervention wherein one of the extensions was explanted and replaced. It is unknown which extension is related to the issue. Therefore, all the suspected extensions are being reported.